Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home "in stable condition". Two days post procedure the patient presented to the hospital "with right upper quadrant pain and evidence of sepsis. She was admitted for intravenous antibiotics and underwent a laparoscopic cholecystectomy for presumed acute cholecystitis. The pathology from the procedure was not available but cultures were positive for e. Coli. She was discharged home but presented again 2-3 days later with vaginal bleeding and pain. A CT scan showed an enlarged uterus with evidence of a collection consistent with pyometra. She was started on intravenous antibiotics and subsequently underwent a hysterectomy, cultures from the endometrial cavity confirmed e. Coli. She has since recovered from her procedures".